Manufacturer narrative:
One cardiomems power cord and one power supply were received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. No attempt at performance analysis could be made with the returned power supply because the extent of damage rendered it useless.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power supply. The power supply and power cord were replaced and there were no adverse consequences reported by the patient.